Event description:
The initial reporter stated that they had two administration sets that were leaking at the filter. Mmd did follow up with the initial reporter and they stated that there were no adverse effects to the patient due to the complaint. No further information was provided. (B)(4)

Manufacturer narrative:
A device from the same lot was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When this device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint.

Event description:
The initial reporter stated that they had two administration sets that were leaking at the filter. Mmd did follow up with the initial reporter and they stated that there were no adverse effects to the patient due to the complaint. No further information was provided. (B)(4)

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.